Event description:
On the 9th lesion of a tuna procedure the needles and sheath would not fully retract into the cartridge. The cartridge was removed from the pt and another cartridge used to complete the procedure. No adverse effects to the pt were reported and no treatment interventions were required.